Manufacturer narrative:
Evaluation summary: a raised notch on the shaft of the distal pin was discovered making effective diameter larger than the inner diameter of the distal guide tube. This notch prevented removal of the drill guide. The interference fit then prevented the pin from dislodging from the drill guide. Root cause for the presence of the raised notch was not determined.

Event description:
It is reported that patient had surgery to install a digit widget to straighten a flexion contracture. Surgeon contacted hand biomechanics lab, inc. From the operating room. The distal pin "stuck" in the drill guide. When force was applied to remove the drill guide, the distal pin, still attached to the drill guide, pulled out of the bone resulting in what the surgeon called "a catastrophic failure of the bone". The case was abandoned. Finger was immobilized and protected before patient was discharged. Surgeon indicated resistance increased when threading the distal pin into the bone. Intraoperative pictures indicate pin profiles, angles and placement were proper.